Event description:
It was reported that the patient is experiencing the device not working properly, cylinders not inflating, and the pump was hard to press with an inflatable penile prosthesis (ipp). The ipp remains implanted and active.

Manufacturer narrative:
Additional information: b1, b2, b5.

Event description:
It was reported that the patient experienced the device not working properly and the pump was hard to press and the cylinders do not inflate with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted.

Event description:
It was reported that the patient experienced the device not working properly and the pump was hard to press and the cylinders do not inflate with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted.

Manufacturer narrative:
Device analysis: product analysis confirmed the reported events related to pump mechanical issue. The ams 700 momentary squeeze (ms) pump was visually inspected; no leak was found. The pump was functionally tested and failed the activation test. Product analysis concluded that identified a pump failed activation test was the most probable cause of the device malfunction.